Manufacturer narrative:
Report of event received on 07/07/08, no samples received for investigation as of 07/18/08; customer contacted and samples sent out on 07/18/08. Investigation results will be submitted in a supplement report.

Event description:
Customer said that when the dressing became wet, the backing came off the dressing and the adhesive stuck to the skin. Her cannula did come out once and her blood sugar did go up to over 200. She did give herself a bolus of insulin and within 30 minutes, her blood sugar was within normal range.